Event description:
It was reported that the iab was prepped according to procedure. During sheathed insertion, the balloon prematurely unwrapped. The iab was exchnaged. There was no reported pt complications.